Manufacturer narrative:
The complaint kit and photographs were returned for investigation. The provided photographs verify the centrifuge bowl broke as it is seen in multiple pieces at the bottom of the centrifuge chamber. It appears that the centrifuge bowl had dislodged from the bowl holder and broke. Examination of the received kit showed the weld between the outer bowl and bowl base was still present, indicating the break occurred in the outer bowl material and not at the weld. Two of the centrifuge bowl locating tabs that secure the centrifuge bowl in its bowl holder were still intact with no visible damage. The other two locating tabs were missing from the returned kit components. A material trace of the bowl assembly and its components used to build lot j336 found no related non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break was most likely due to the bowl becoming dislodged from the bowl holder and impacting the centrifuge chamber wall. The cause of the bowl becoming dislodged could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(6) 2021.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j336 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j336 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 200 ml of whole blood was processed when the centrifuge bowl broke. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned the kit and photographs for investigation.